Event description:
It was reported that the 6600 system had an error during a case. The procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The eeprom and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.